Event description:
It was reported that a patient presented to the examination room for a routine follow up. Noise suspected due to electromagnetic or telemetry interference was observed on real-time egms but not observed on stored egms. Device interrogation was attempted in two separate rooms, using two different programmers and an inductive telemetry wand, but noise was still present. Device behavior was otherwise normal and remains implanted. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.